Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the rv was rising. Rv impedance was steady near 700 ohms then began slowly decreasing in (B)(6) 2016 to around 500 ohms in (B)(6) 2016. Rv threshold was steady near 0.5 volts then rose briefly to 2.5 volts in (B)(6) 2016 and spiked to greater than 2.5 volts the week of (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited sudden rises and spikes in capture threshold. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.